Manufacturer narrative:
Patient information is unknown. Additional procode: hwc. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) with a variable angle locking compression plate (va-lcp) olecranon plate was applied for an olecranon fracture. During the surgery, when the surgeon bent the proximal area of the plate twice using a plate bender, the plate broke. Surgical outcome is unknown. There was no adverse consequence to the patient. Concomitant device: plate bender (part: unknown, lot: unknown, quantity: 1) this report is for a 2.7mm/3.5mm titanium (ti) va-lcp olecranon plate 2-hole/right/90mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part# 04.107.202s lot# h494041 mfg date: 07 december 2017 mfg location: elmira synthes USA expiration date: 01 december 2027 noted nonconformances: n/a a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm ti va-lcp olecranon product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the device (part 04.107.202s, lot h494041) was returned to us customer quality. Upon visual inspection, it was clearly noted that the plate was broken into 2 pieces along the va-3 and va-4 hole at the proximal rounded end of the plate. It was also noted that the top and bottom surface of the plate had few nicks and scratches and the plate holes were deformed. The two broken pieces of the plate will not sit together due to post manufacturing deformities. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed. The width of the plate measured and is within specification based on relevant drawing. The width of the plate around the bent region measured and is within specification based on relevant drawing. Dimensional analysis at the transition area (area of the plate adjacent to where the bend starts), could not be measured accurately due to post manufacture deformation. Document/specification review: the relevant drawing was reviewed; a review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the device (part 311.01, lot 4941899) was received broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, visual inspection of the device confirms that the plate was bent to an excessive angle. Due to this deformity, the broken plate pieces no longer sit together. Technique guide for 2.7mm/3.5mm variable angle lcp elbow system states that, ¿due to varying patient anatomy, slight bending may be necessary for the plates¿. In this case, the surgeon attempted to bend the pre-bended region of the plate twice causing excessive bending possibly contributing to the plate breaking. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: g1 physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgery was completed with a 30-minute surgical delay.